Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was noted during initial drain of peritoneal dialysis. The technical service representative (tsr) assisted the caregiver (cg) to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the patient was not connected during the initial drain. Should additional relevant information become available, a supplemental report will be submitted.